Event description:
The complaint is classified based upon information the patient/layperson gave to the customer care advocate on march 18, 2008. Because the patient's phone is no longer in service, this senior medical affairs specialist mailed a letter to the patient. The patient complained that the results when testing on his one touch ultra2 were inaccurately high. Reportedly, in 2008 between 4 and 4:30 pm, the patient obtained results of 185, 231, 124, and 104 mg/dl. Although the patient does not always wash his hands before obtaining blood, he believes he washed them prior to the event date. Reportedly, the patient took an increased dose of novolog insulin. At an unknown time after the alleged inaccuracy, the patient began to sweat and became weak with a racing heart. He denied receiving medical intervention. The cca replaced all products. Although the patient did not receive treatment, he reportedly developed symptoms that can be associated with severe hypoglycemia after obtaining the alleged elevated results. For this reason, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.